Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair, two expressew iii autocapture + suture passer failed. The jaw of the first one would not close and kept opening. The second one had a stucked needle. New devices were used to complete procedure. The second complaint device was received and inspected for the reported failure mode. Visual observations revealed that the device was slightly worn, used but in expected condition. It is not possible to test its functionality since the needle was jammed inside the gun and the tip was broken. Therefore, this complaint can be confirmed. Finally, it observed that jaws doesn¿t close normally contributing to the holding issue; besides, the upper jaw was slightly loose when the jaws are closed. The possible root cause for the needle stuck can be related to repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Besides, the device retained bio-debris inside the shaft and was not thoroughly cleaned causing the needle to jam inside the device however, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the expressew iii autocapture + suture passer device failed. According to the report, the device had a stuck needle in it. During in-house engineering evaluation, it was determined that a needle was jammed inside the gun and the tip was broken. Another like device was used to complete the procedure. No surgical delay or patient consequences reported. No additional information was provided.